Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 08k25-28 that has a similar product distributed in the us, list number 8k25-27/29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On 18oct2019 additional information regarding patient data was provided by the customer. The customer reported false elevated intact parathyroid (ipth) results when processing architect i1000sr. The following data was provided: sid (B)(6): 44.3 and 26.6. Sid (B)(6): 165.3 and 99.2. Sid (B)(6): 95 and 57. Sid (B)(6): 98.8 and 59.3. Sid (B)(6): 169.9 and 101.9. Sid (B)(6): 106.7 and 64. Sid (B)(6): 172 and 103.2. Sid (B)(6): 68.5 and 41.1. Sid (B)(6): 158.7 and 95.2. Sid (B)(6): 135.7 and 81.4. Sid (B)(6): 101.5 and 60.9. Sid (B)(6): 90.2 and 54.1. Sid (B)(6): 69.4 and 41.6. Sid (B)(6): 85.5 and 51.3. Sid (B)(6): 147.4 and 88.4. Sid (B)(6): 132.9 and 79.2. Sid (B)(6): 91.6 and 55. Sid (B)(6): 159.9 and 95.9. Sid (B)(6): 66.6 and 40. Sid (B)(6): 63.6 and 38.2. Sid (B)(6): 67.2 and 40.3. Sid (B)(6): 113.2 and 67.9. Sid (B)(6): 51 and 30.6. Unit of measure is pg/ml. Additional results ranging from 5.2 to 435.2 were also reported, however no sids were documented with those results. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance of lot 02819c000, a review of device history record, and a review of product labeling. The lot search did not identify an increase in complaint activity related to the complaint issue. However, the ticket trending review did identify an increase in activity for falsely elevated results. Worldwide data was used to review the historical performance of lot 02819c000 and results indicated that the patient median result for lot 02819c000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 02819c000. A device history record review was performed on lot 02819c000, which did not show any related potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.